Event description:
A pt reported experiencing inaccurate erratic results with a otp meter. The pt's blood glucose results were 175mg/dl, 109mg/dl, 148mg/dl. Tests were done within <10 mintues with a difference of 27%. Pt did not experience any adverse events. No further info has been reported. Note-customer cleaning meter with alcohol.